Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: sterile part: part: 441.690s, lot: 7l01211, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 18.jun.2020, expiry date: 01.jun.2030. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part number:441.690, synthes lot number: 50p8407, supplier lot number: n/a, release to warehouse date: 26mar2020, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for radius neck fracture. During the screw insertion into the proximal 2 holes, the screws passed through the plate holes with unlocked and about to bury. The surgeon tried a few times, but the same event occurred. The surgeon didn¿t remove the plate because the other screws were locked into the other holes. The surgeon used lag screws and fixed the plate successfully. The surgery was completed successfully within thirty (30) minutes surgical delay. No further information is available. Concomitant device reported: screwdriver (part# unknown, lot# unknown, quantity 1); cortscr ø2.7 self-tap l14 tan (part # 402.874s, lot # 5l55186, quantity 1); lockscr ø2.4 self-tap l14 tan(part # 412.814s, lot # 55p2240, quantity 1); lockscr ø2.4 self-tap l14 tan(part # 412.814s, lot # unknown, quantity 1). This report is for one (1) 2.4mm ti lcp radial head neck plate 2 holes. This is report 1 of 4 for complaint (B)(4).